Event description:
A representative reported having difficulty accessing the center port. They felt metal only upon needle insertion. They confirmed today that the pump was flipped, and they were taking the patient to the or to revise. A volume discrepancy was also reported. On (B)(6) 2014 they were expecting 2.5 ml and got back 10 ml. The pump logs were read and no stalls were found. The pump was used to deliver gablofen. X-rays were performed and the flipped pump was suspected. A revision was performed on (B)(6) 2014. During the revision it was confirmed that the pump was flipped and the catheter was coiled. The pump was flipped back and the catheter was uncoiled. The patient¿s status at the time of the report was alive with no injury. It was unknown if there were any patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).